Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the trim knob for the menu portion of the external pulse generator (epg) was broken. The epg was returned for service. There was no patient involvement.

Manufacturer narrative:
Product analysis: analysis confirmed the customer comment that the trim knob for the menu portion of the external pulse generator (epg) was broken. Upper case was broken around the menu encoder, hanger was cracked, lower case was damaged, and both wires on the liquid crystal display were pinched but not compromised. There was evidence of a non-manufacturer person disassembling and reassembling in that the tube sleeve was missing, all six plugs were damaged with tool marks and the insulator label was damaged (torn). All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.